Event description:
It was reported the pt presented with respiratory distress. An echo was performed and the pt showed a gradient of 25mmhg, a second echo was performed and showed a gradient of 37mmhg. The valve was explanted and replaced with another device (model and serial number unk). Additional info has been requested.